Event description:
It was reported the pt had an infection at the ipg incision site, so the physician explanted the scs system soon after the implant of the system. The sjm rep was informed of the explant at the procedure to reimplant the pt. The pt had been placed on oral antibiotic and was given IV antibiotic during the surgery to explant. It was reported the infection had completely resolved, and the pt was reimplanted successfully.

Manufacturer narrative:
This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.